Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, had a half height drawer failure. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height drawer 2.2 failed. A field service engineer asked user to recover the drawer, which initially opened and then closed, indicating a temporary recovery. A test simulation was conducted to further assess the issue, and it was found that the drawer failed to recognize when it was in the closed position. To resolve this, the open/close sensor was replaced, which successfully corrected the problem. The drawer was then tested in the application, and user was able to remove a medication from the drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, had a half height drawer failure. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.